Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 77 mg/dl (system1, strip lot 496241 ) and 138 mg/dl mg/dl (system 2, unknown strip lot). Readings occurred with two different vials of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.